Event description:
It was reported that the patient experienced elevated blood glucose (bg) reading >600mg/dl around the time of a motor vehicle accident (mva) on (B)(6) 2011. The patient reported that he was hospitalized for 8 days with a fractured arm and injured hip. He said he reinitiated pump therapy on (B)(6) 2011 and was released from the hospital temporarily wheel chair bound as the result of the mva. The patient reviewed the pump history with customer support with the following findings: he denied any alarms in the history around the date and time of the mva. Review of the prime history with the patient indicated inadequate amounts were primed to fill the infusion set tubing (4.3 units on (B)(6) 2011 and 3.9 units on (B)(6) 2011). The total daily dose history revealed 36.2 units delivered on (B)(6) 2011, 37.6 units on (B)(6) 2011, and 25 units on (B)(6) 2011; all insulin delivery on these days was attributed to basal insulin delivery. The patient acknowledged that prior to the accident he did not bolus for carbohydrates and did not test his bg on a regular basis. He indicated that he has since received additional training and began to test and bolus more frequently. The patient said that his last bg test prior to the accident was 65mg/dl on (B)(6) 2011. He stated that at the time he had no need to check his bg as he followed a routine whereby he had the same activity and mealtimes daily. The patient was unable to recall if there was any issue with the infusion set at the time of the accident as the set was removed at the hospital; he noted that he had some kinked cannulas around the time of the accident but was unable to elaborate further. This complaint is being reported because the patient was hospitalized for hyperglycemia as the result of use errors (failure to fill the infusion set tubing, failure to bolus, and failure to test bg regularly). The kinked cannula issue has been referred to the infusion set manufacturer; however there is no evidence that the infusion set caused or contributed to this event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned and subsequently evaluated by product analysis on 08/22/2011. The following findings reported in the initial submission were confirmed during investigation. No alarms appeared in the pump history on the day of the event, (B)(4) 2011. The alarm history indicated that an empty cartridge alarm had occurred on (B)(4) 2011; the prime history showed that the pump was primed with 3.9 units and the cannula fill step was completed with 1.0 unit. The delivery history indicated that the pump delivered only basal insulin on (B)(4) 2011 through (B)(4) 2011; there was no record of pump bolus programming, delivery, or cancellation. It was reported that the patient began to use the pump again after he was discharged from the hospital on (B)(4) 2011; he continued to use the pump until (B)(4) 2011 without reported malfunctions or delivery defects. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. During the time prior to the accident and after release from the hospital, the insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours in the laboratory with no issues. No device malfunctions or defects were found during the investigation.